Event description:
Medics arrived at a pt's house. They carried the unit through a "downpoor" from the ambulance to the pt's front door. The medics began treating the pt (age and gender unk) and the unit functioned properly. As the call progressed, the unit's monitor screen became distorted. The screen distortion increased and eventually there was only a dot in the center of a blank screen. There was no adverse effect on the pt.